Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca. The same day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).